Manufacturer narrative:
Ni - reporter is a lay user/patient.

Event description:
The customer complained of an issue with their coaguchek xs meter that may impact the interpretation of their results. The customer stated that he initially kept getting an error message on the meter so he replaced the batteries. After replacing the batteries the meter would not work. Each time he would power on the meter he keeps getting different error messages. While troubleshooting the issue the customer performed a display check and noted that there were missing segments from the three 8's in the results portion of the meter display. This could affect the interpretation of results. The screen appeared to be blurry and several beeps were heard. There was no allegation of erroneous results or an adverse event. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated by leaking batteries. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device. Medwatch fields were updated.